Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the dr checked with a scope, the capsule was found at the back of the pt's mouth. The pt was not injured following the procedure.